Event description:
Getinge lucea 100 light screws were found to be free moving in the light head. Upon inspection by local biomed, other screws in the light head were found to be loose. After consulting the vendor's manuals, these specific screws were not considered for normal maintenance, operations, or service, including during the pm [preventative maintenance].